Manufacturer narrative:
Should additional information become available, a supplemental report will be issued.

Event description:
It was reported that atrial tachycardia response (atr) episodes were observed in the device data. Technical services were consulted and indicated that both episodes began with a junctional rhythm, followed by a premature atrial contraction with 1:1 conduction. Ventricular undersensing was noted in one of the atr episodes, leading to the patient experiencing palpitations. It was noted that the field representative reprogrammed the automatic gain control. The patient is not pacemaker dependent, and no adverse effects on the patient were reported. This device remains implanted and in service.